Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the name of the procedure? - wound closure. Was the needle piece removed from the patient during the same procedure? - yes. Was the surgery completed successfully? - yes. Could you please provide us lot number? - lot: pah156.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used for wound closure. During the procedure, the suture separated from needle during tissue passage. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/23/2020. H3 evaluation: an opened sample of product was received for analysis. During visual inspection of the detached needle, a short swage could be observed resulting in an incorrect swage. This condition causes the needle to be detached from the suture. The suture was examined along the strand and the end damaged was noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition the assignable cause is an incorrect swage.